Manufacturer narrative:
(B)(4). Concomitant medical products: oxford right bearing size 3 catalog 159582 lot 1310716; oxford large femoral catalog 154602 lot 1382562.

Event description:
A patient enrolled in a clinical study expired due to injuries caused by a fall approximately nine years post implantation; the cause of the fall is unknown.